Event description:
During service of the ventilator, the manufacturers field service engineer (fse) reported an occurrence of a gas supplies lost: safety valve open alarm was observed in the ventilator log history. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The customer reported to the fse that the ventilator did have oxygen connected. The loss of o2 gas supply was not duplicated during service. Extended self testing and performance verification tests were completed and reported passed.